Event description:
Same as MFR#: 6000089-2006-00932 one day following a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient presented to the enrolling hospital with an evolving myocardial infarction. The index procedure identified and treated 3 target lesions. The first target lesion was a 90% stenosed, severly calcified, bifurcated, type-c de novo lesion in the mid left anterior descending (lad) artery. The lesion was 18mm in length and 2.75 mm in diameter. The physician pre-dilated the lesion with a 2.5 x 20mm guidant voyager balloon. The physician deployed a taxus liberte 2.75 x 20 mm stent at 16 atms. The lesion was post dilated with a 3.0 x 13 mm guidant powersail at 18 atms. The second target lesion was a 70% stenosed, severly calcified, bifurcated, type-c, de novo lesion located in the proxmal lad. The lesion was 18mm in length and 3.5mm in diameter. The lesion was pre-dilated with a 2.5x20mm guidant voyager balloon. The physician deployed a taxus loberte 3.50 x 20mm stent at 18mms. The lesion was post dilated with a 3.5x 8mm guidant powersail at 24 atms. The results of both taxus stents were 0% residual stenosis with timi-3 flow. The third target lesion was located in the proximal circumflex. The physician deployed an unknown size medtronic endeavor drug eluting stent. One day following the index procedure, prior to being discharged, the patient expired. The cause of death was reported to be multi-organ failure. The patient was taking clopidogrel and aspirin at the time of death. The relationship to the taxus liberte stents is unrelated.